Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 50% stenosed target lesion was located on a mildly tortuous and mildly calcified fistula. A 8.0 x 60 75cm mustang¿ balloon catheter was advanced for dilatation. However, during procedure, it was noted that the shaft broke in half approximately 6cm from the tip. The device was removed together with the wire and sheath as a whole system. There were no complications reported and no patient affect.